Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found one of the haptics broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2 -9.5/3.5/073, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. This explant resolved the problem. The reporter stated " the patients arch height was too high and the lens needed to be replaced, but the patients was concerned about the risk of a second operation and decided to remove the lens". Cause of event was unknown.